Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-sustained ventricular tachycardia and supra ventricular tachycardia (svt) were observed on a routine device interrogation. It was also noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.